Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device to stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as tighten assembly¿ or ¿blade error detected¿ or "relax pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure.

Manufacturer narrative:
Received additional information from affiliate that this device does not belong with complaint tracking # (B)(4). The correct complaint tracking # is (B)(4). Report resubmitted under 3005075853-2013-02960.

Event description:
It was reported that during a laparoscopic gastroplasty procedure, the coagulator shears stopped working. Several tests were performed, but no success. So the surgeon had to replace the shears to complete the procedure. There were no adverse consequences for the patient.